Event description:
It was reported that this was an attempted left ventricular (lv) lead. During the procedure, the guide wire perforated and damaged the lead. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lv lead has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.